Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and it was noted that there was an episode where the high voltage lead impedance was high and out of range. However, during the follow-up, the impedance and all other electrical parameters were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored.